Manufacturer narrative:
The rv lead was tested in the hospital and the lead was found to be capturing. There was no need for surgical intervention.

Event description:
This lead was noted to not be capturing at the highest settings during a routine follow-up. An rv lead fracture is suspected and a revision will be scheduled. As of today, all available information suggests this lead remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.